Event description:
The manufacturer was informed on this event through the device tracking team. Per the patient implant form received, on (B)(6) 2019, a patient received a perceval pvs27. The device was reportedly implanted/explanted and replaced with a perceval pvs25. No other information is presently available. However, it was confirmed that the surgeon is not filing any complaint with the livanova device.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer and no further information on its disposition was received, no additional device investigation can be performed at this time. Based on the information available (i.e. Pvs27 replaced with a pvs25), it can be reasonably concluded that the intraoperative explant occurred due to a mis-sizing. Furthermore, based on the medical feedback received on the event (i.e.no complaint on the livanova device), and since the manufacturer was initially informed on this event by the monitoring activity of the device tracking team rather than through a complaint from the field, it can be reasonably excluded that a device malfunction/dysfunction has occurred. If additional information will be provided on this event, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: b4, d4, g4, g7, h1, h2, h4. The manufacturer included the UDI, manufacturing and expiry dates as they were left blank in the previous reports submitted.

Manufacturer narrative:
Device disposition unknown.

Event description:
The manufacturer was informed on this event through the device tracking team. Per the patient implant form received, on 04 nov 2019, a patient received a perceval pvs27. The device is reportedly implanted/explanted and replaced with a perceval pvs25. No other information is presently available.